Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing of noise. There was also some undersensing. Technical services suspects an integrity issue and recommended an x-ray. The system was programmed off and remains implanted. A life vest has been requested. There were no additional adverse patient effects.

Manufacturer narrative:
The complete electrode was returned for analysis. A visual inspection revealed a setscrew mark slightly off from normal. The electrode passed all testing. It was noted that an x-ray was done and the electrode did not look fully inserted. The allegation was confirmed based on the observation that showed setscrew mark on the electrode connector was slightly off.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had multiple inappropriate shocks due to oversensing of noise. There was also some undersensing. Technical services suspects an integrity issue and recommended an x-ray. The system was programmed off and remains implanted. A life vest has been requested. Later an x-ray was done and the electrode did not look fully inserted. The system was explanted and replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product explant. There were no additional adverse patient effects. It was reported that the patient had multiple inappropriate shocks due to oversensing of noise. There was also some undersensing. Technical services suspects an integrity issue and recommended an x-ray. The system was programmed off and remains implanted. A life vest has been requested. There were no additional adverse patient effects.